Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. It was noted the lead was returned with a damage helix. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited placement difficulty and the physician noted the lv lead would not screw. The lv lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.